Event description:
The lead was explanted for an unknown reason, returned to the manufacturer, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. The outer insulation was breached due to environmental stress cracking (esc), and the outer insulation exhibited cosmetic esc. Blood/body fluid was found on the distal conductor (not obstructed).